Event description:
Customer reported a white line going through images. No pt injury was reported.

Manufacturer narrative:
A ge rep evaluated the system and repaired the high voltage cable. System operates as intended.